Manufacturer narrative:
Additional information received: were all the broken parts recovered? "Yes." Was there any failure observed on the codman bactiseal catheter kit (ID 823072)? If yes, a. Please specify the failure: "no failure." B. Was the catheter removed and replaced? "No."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823162) and a bactiseal catheter kit (ID 823072) were implanted on (B)(6) 2024. On (B)(6) 2024, the patient felt dizzy and in (B)(6) 2024, the pressure of the valve was adjusted to 90mmh2o. On (B)(6) 2024, the physician conducted a revision procedure and found that the valve was broken. Then the valve was removed and replaced. After the procedure, the patient felt better. No additional information was provided after several attempts, therefore, it is unknown if the bactiseal catheter failed, and if the catheter was also removed/replaced.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 6331803, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected; the siphon guard was broken. Cut and tear mark were noted on the siphon guard and housing. The complaint was confirmed. Root cause analysis - the root cause for the ¿siphon broken¿ could be due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.